Event description:
During an esophagogastroduodenoscopy (egd) procedure, the physician used a cook eclipse ttc wire guided balloon dilator. The user advanced the balloon through [over] a wireguide, across the stenosis, and attempted to inflate the balloon but it did not inflate. The balloon was retracted from the patient and leakage was found. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Concomitant medical products: cook quantum inflation device, qid-1, cook acrobat wire guide, acro-35-450 wire guide. Initial reporter: non-healthcare professional. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A visual examination of the device returned did find that the catheter had a kink at the 156cm area as measured from the distal tip of the catheter. A functional test of the catheter confirmed a leak from a rupture in the balloon material near the center of the balloon. A review of the photos provided also identified a kink in the catheter. The device history record does contain a nonconformance that could potentially be related to the complaint. The device goes through different inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. However, the additional information provided indicated that lubrication and negative pressure were not applied to the balloon prior to advancement through the endoscope. A possible contributing factor to balloon material damage is failure to lubricate the balloon with a lubricating agent. The instructions for use direct the user: "apply a water soluble lubricant to balloon to allow easier passage through accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Another possible contributing factor to a leak in the balloon material is failure to apply negative pressure to the balloon dilator prior to advancement through the endoscope. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use direct the user "prior to insertion of balloon dilator, negative pressure is mandatory to maintain balloon deflation." In addition, the user is further instructed to "maintain balloon deflation with negative pressure." And "introduce deflated balloon into accessory channel and advance in short increments until dilator is completely visualized endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Prior to distribution, all eclipse ttc wire guided balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Based on the information provided that there was a failure to lubricate the balloon and applying negative pressure prior to advancement through the endoscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Concomitant medical products: cook quantum inflation device, qid-1, cook acrobat wire guide, acro-35-450 wire guide. Occupation: non-healthcare professional. Investigation evaluation: a product evaluation was performed only by the pictures provided with this report because the products said to be involved were not provided to cook for evaluation. The lot number provided in the photo matches this report. The label in the photo matches the product reported. Further review of the photos provided could not confirm a leak. It could be seen that there was a kink in the catheter and that the balloon had been at least partially inflated previously. Without return of the complaint device a complete evaluation could not be performed. The device history record does contain a nonconformance that could potentially be related to the complaint. The device goes through different inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The additional information provided indicated that lubrication and negative pressure were not applied to the balloon prior to advancement through the endoscope. A possible contributing factor to balloon material damage is failure to lubricate the balloon with a lubricating agent. The instructions for use direct the user: "apply a water soluble lubricant to balloon to allow easier passage through the accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Another possible contributing factor to a leak in the balloon material is failure to apply negative pressure to the balloon dilator prior to advancement through the endoscope. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use direct the user "prior to insertion of balloon dilator, negative pressure is mandatory to maintain balloon deflation." In addition, the user is further instructed to "maintain balloon deflation with negative pressure." And "introduce deflated balloon into accessory channel and advance in short increments until dilator is completely visualized endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Prior to distribution, all eclipse ttc wire guided balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Based on the information provided that there was a failure to lubricate the balloon and applying negative pressure prior to advancement through the endoscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophagogastroduodenoscopy (egd) procedure, the physician used a cook eclipse ttc wire guided balloon dilator. The user advanced the balloon through [over] a wireguide, across the stenosis, and attempted to inflate the balloon but it did not inflate. The balloon was retracted from the patient and leakage was found. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.